Event description:
Additional information was received that the specific reason why the ped shield was damaged is unknown, but it was damaged after being taken out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex shield braid and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield pusher was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of the pipeline flex shield braid appeared to be fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The phenom 27 catheter body, distal tip and marker were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at distal as the distal and proximal ends of braid were found fully opened and damaged. However, the root cause for damage could not be determined. It's possible that the severe vessel tortuosity may have contributed to the reported issue. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a patient was treated for a small aneurysm of the ophthalmic artery segment of the left internal carotid artery with a terumo 6f16cm sheath, puncture of the radial artery, single-curved contrast catheter and loach guidewire with 6f115cm. Navien pushed up to the near-horizontal segment of the left cavernous sinus segment. Phenom27 was in place under the guidance of sychro 0.014 guidewire and reached the distal end of the ipsilateral middle cerebral artery m2. Healthcare provider (hcp) selected the ped shield 500-25 stent based on the 3d steel ball correction measurement, flushed it with high-pressure water, and then transport it into place. Hcp withdrew the phenom27 microcatheter and tried to open the ped shield tip end at the m1 horizontal section. After releasing 15mm, the tip end still couldn't be opened. Hcp waited two minutes, but it still failed to open. The whole part was pushed forward to increase and decrease tension, but there was still no way to open it. So, part of it was recovered and the whole part was pulled back to the internal carotid artery, hoping to open it at the thick internal carotid artery, but the tip end still could not be opened. The whole part was tried tension increased and decreased, and it swung up and down slightly. Only about 3mm of the tip end was opened, but no matter what operation was taken, there was no way to open the back of the stent and the shape of the tip end was very bad when viewed through perspective. It felt like it has been damaged, so there was no way but to remove it with phenom27 catheter from the body as a whole. Hcp  replaced with a new phenom27 and a new ped2-500-20 stent, and the operation was successfully completed. There was failure to open in the distal section. The pipeline was positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. Additional steps that were required to open the pipeline included releaseasing  longer distance, waited, increased or decreased tension, etc. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The pipeline was reshea thed and removed from the patient with the microcatheter. The patient was undergoing neurointerventional surgery, blood flow guiding dense mesh stent implantation for treatment of a saccular, unruptured small aneurysm of the left ophthalmic artery segment with a max diameter of 2.5mm and a 2mm neck diameter. The access vessel was the radial artery with a diameter of 2.6mm. The landing zone was 4.3mm distally, and 5.1mm proximally.  It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal range. Angiographic result post procedure was normal health. Ancillary devices include a terumo 6f16cm sheath, 6f115cm navien guide catheter, phenom27 microcatheter, synchro 0.014 inches guidewire.